Event description:
Patient underwent angiogram in the cath lab. The patient had a sheath in his right common femoral artery. The sheath was being pulled out of the patient when it broken in half; the proximal aspect of the sheath was retained inside of the patient's body. The patient was taken to the operating room for exploration and removal of this foreign body. There was a heavy amount of scarring in the right common femoral artery region secondary to the patient's previous femoral exposure for a thoracic endograft. Fluoroscopy showed the broken sheath to be in the common femoral artery completely inside. Arteriotomy performed. The sheath was removed from the body. The common femoral artery was repaired. The patient tolerated the procedure well.======================health professional's impression======================impression is that technologist encountered excessive tension when pulling sheath. In future, physician will be consulted for removal of sheath.======================manufacturer response for sheath, engage introducer, 5f-act======================